Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to the customer's blood glucose (bg) level. No additional event information was provided.